Event description:
The reported feedback suggests that the drip chamber disconnected/separated from tubing while priming.

Manufacturer narrative:
Customer's report indicated a separation had been identified at the tubing joint to the drip chamber component, however a visual inspection confirmed the silicone tubing had separated from the upper pumping segment component. The retention ring was returned with the sample indicating that it had been assembled onto the pumping segment. A definitive root cause could not be determined, however the manufacturing site confirmed that if the retention ring has not been placed in the correct position during the automatic assembly process, it is possible for the pumping segment component to separate if a tensile force is applied. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in an issue of this nature.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the drip chamber disconnected/separated from tubing while priming.